Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 480 mg/dl. The customer treated for their high blood glucose with insulin pump. The customer current blood glucose was 315 mg/dl. Customer stated that he had experienced nausea, vomiting and abdominal pain. Customer stated that he was not using auto mode feature active at the time of event. The insulin pump will not be returned for analysis.